Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that sf6 gas was not drawing up for the auto-fill on the system. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and confirmed the reported event. The company service representative observed system message (sm) [sf6 bottle may be empty and needs to be replaced. Please press [replaced] to confirm bottle replacement] in the event log. The customer was unaware that the sf6 bottle was empty and needed to be changed. No issues were found with the system itself. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not realizing the sf6 bottle was empty. The system itself was found to meet specifications. The manufacturer internal reference number is: (B)(4).